Event description:
It was reported that hypotension and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, while preparing the closure device, the physician noticed that the patient's systolic blood pressure dropped to the 50s. The was sheath with the pigtail catheter were sitting in the appendage. An effusion sweep was completed using transesophageal echocardiography (tee) and intracardiac echocardiography (ice) showing no effusion. The patient was treated with fluids and other medications. The closure device was deployed successfully without incident or recaptures. A femoral angiogram was performed showing no evidence of a bleed. The patient was kept overnight in the intensive care unit. The patient was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
H6 impact code: f2203 imaging required added. With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038003295. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension (medication and imaging required, intensive care, hospitalization). Risk review. A risk review was completed and confirmed that the event of hypotension was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that hypotension and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, while preparing the closure device, the physician noticed that the patient's systolic blood pressure dropped to the 50s. The was sheath with the pigtail catheter were sitting in the appendage. An effusion sweep was completed using transesophageal echocardiography (tee) and intracardiac echocardiography (ice) showing no effusion. The patient was treated with fluids and other medications. The closure device was deployed successfully without incident or recaptures. A femoral angiogram was performed showing no evidence of a bleed. The patient was kept overnight in the intensive care unit. The patient was discharged from the hospital on (B)(6) 2026.